Event description:
On 20 sep 2010, the kci rep reported via telephone that a doctor had informed the kci rep of a pt on a rotoprone bed and the patient was proning when it was identified that the patient developed a visual deficit. The patient's eyes were very swollen from proning. Add'l info received on 11 oct 2010, via telephone from the kci rep who clarified that the doctor reported that the patient does have a left eye vision deficit due to prolonged proning. Kci global safety made several attempts to get further info but was unsuccessful. No further info is available at this time. There was no reported product malfunction.

Manufacturer narrative:
The bed was returned to the kci service center. The bed was repaired for unrelated issues on 11 oct 2010. The unit was then tested per quality control procedures on 13 oct 2010 where it met specifications. Device labeling, available in print and online, states use of the rotoprone therapy system is typically prescribed for patients at high risk of mortality. Although use of the rotoprone therapy system is thought to help caregivers address potentially life-threatening conditions, proning itself may present inherent risks of serious injury. For instance, some studies and caregiver experience have suggested or reported risk of the following in relation to proning in general: edema and or swelling, blindness and other consequences of damage to the ocular nerve, corneal abrasion, increased intraorbital pressure, central retinal artery occlusion.